Event description:
It was reported that the patient had a slit on the external sheath of the driveline near the controller connector. The inner layer of the driveline appeared undamaged and rescue tape was applied. A review of the log files by technical services found no evidence of any driveline electrical issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial driveline damage was confirmed through the analysis of the submitted photos. Evaluation of the submitted log file revealed that the pump appeared to function as intended and operated above the low speed limit for the duration of the file. There were 2 photos that were submitted by the account for evaluation. One of the submitted photos confirmed a slit in the outer silicone jacket of the patient¿s driveline. The slit appeared to be superficial, as it does not appear to penetrate any layer past the outer jacket. The submitted photos also confirmed that the slit was covered with rescue tape. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The heartmate ii lvas instructions for use (IFU) and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. The relevant sections of the device history records for (B)(4) and the driveline, serial number (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.